Manufacturer narrative:
1038671-2024-03419 h6: corrected the following: health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions manufacturer narrative updated: the reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient had a left knee revision on (B)(6)2013. They subsequently underwent a second left knee revision on (B)(6) 2018, approximately 4 years 5 months after their preceding revision. Left total knee revision secondary to high nickel levels. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.